Manufacturer narrative:
There was no request for service, as the doctor said, the system, including backflush, performed perfectly on the next case. The doctor said, she sent her third party handpiece out for repair. The doctor stated that ,the root cause was the third party handpiece she was using at the time of the event. No further action will be taken. This report mailed in to FDA on : 5/24/2007.

Event description:
The doctor initially reported low/poor vacuum with the system, and that a posterior capsule tear occurred during the procedure. On 4/26/2007 the doctor reported using a non-alcon handpiece that she felt was compatible with the system when the event occurred. She said she had an occlusion, but didn't see it right away, and when she went to pull out to check the occlusion, the posterior capsule snagged on the end of the handpiece, and tore. She said there was no patient impact or procedural impact other than having to switch out the handpiece for another one that she owns and regularly uses. She replaced the third party handpiece with an alcon component, and the procedure was completed. She declined to complete the questionnaire. No additional information is expected. The surgeon stated that the non-alcon handpiece was the culprit and the alcon system performed perfectly.